Manufacturer narrative:
Device serial number is not available at this time, therefore, device manufacture date is also not known.

Event description:
It was reported that a loss of telemetry monitoring occurred for multiple patients with the telemetry drop outs ranging from minutes to several hours due to presumed network connection issues. The dropouts persisted for several days before the issue was resolved. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.